Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were reported to be small and heavily calcified. A sheath was inserted through one side because 2 devices were being implanted on this side. The sheath was inserted without complication and upon withdrawal the pt's blood pressure dropped. A retrograde injection was done and showed the iliac artery had been ripped by the sheath. The decision was made to convert the pt to open repair. No additional clinical sequelae were reported.